Manufacturer narrative:
Transmitter was received with a broken cow catcher and damaged on all contact pins. Functional testing could not be performed due to broken cow catcher.

Event description:
It was reported that the customer's transmitter was not working. No blood glucose reading was given. Nothing further was reported.